Event description:
It was reported that the patient was sitting on the edge of the bed and fell and hit his head on the corner of the night stand. Customer was jerking and was non responsive. At 6:30 pm the patient received a blood glucose result of 56 mg/dl (system 1) and a result of 82 mg/dl (system 2). The caller reported that the emt's arrived 3 minutes later and received a blood glucose result of 70 mg/dl on their device. The patient refused treatment from the emt's. Wife treated the patient with a peanut butter sandwich and glass of orange juice. The emt's re-tested the patient after treatment and received a blood glucose result of 77 mg/dl on their device. The patient then re-tested on each of his systems and received a result of 33 mg/dl (system 1) and 117 mg/dl (system 2). The caller alleged that all six readings were obtained within 10 minutes.